Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the "nurse completed new IV setup using a anti-syphon valve for drips including lasix/diulil, dexmedetomidine and hydromorphone running at a total of 2.5cc./h. Pt's uo dropped off significantly during the following 2 hours and was becoming more awake. Piv site assessed and appeared intact. Anti-syphon valve disconnected and 8 drops of ivf poured out. IV tubing reconnected without valve and pt returned to baseline shortly. Picu fellow and resident notified". There is no report of lasting patient harm or medical intervention.